Manufacturer narrative:
The unit was received with a blank display due to moisture damage on electronic assembly. Unable to verify constant tone or vibrating anomaly due to blank display anomaly. The unit had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker, and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump fell into water. The insulin pump was vibrating without an alarm or alert. There was a constant tone occurring. The buttons would not do anything. The customer's blood glucose level at the time of the incident was 120mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.